Event description:
Information received from the field does not address the patient's clinical status but notes loss of capture and >2500 ohms impedance. The lead tested normal via an analyzer. When reconnected to the pulse generator, the lead impedances and sensing thresholds were good. The physician elected to replace the device.